Event description:
It was reported that during a double stapling technique low anterior resection, the device fired without incidence. A leak test was performed with positive results where the two staple lines met. Surgeon hand sewed the anastomosis and performed second leak test. Leak test was negative. Pt developed post operative leakage and returned to surgery first post operative day. Pt rec'd a diverting colostomy.